Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, "ventilator inoperative" and "service required" alarm conditions were observed. The device's system board was replaced to address the issues.